Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, lot#: unknown ,product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2020. It was reported that patient was in a lot of pain yesterday and did not want to track in it then. No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that the device was not working and the wire was broken.